Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "patient reports the tubing leaked at the filter site. A partial replacement bag was made to replace the remaining dose/volume in the leaking unit. Tubing will be returned for inspection. No patient harm. Doxorubicin 131 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours type of drug: doxorubicin 131 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no. " additional information was received on jan. 25th, 2016: " (B)(6), we now only have 2 lots of this tubing on hand. Both have had problems with leaking with doxorubicin. It seems strange that we are only hearing reports of leaks with doxorubicin. Therapy information: doxorubicin 122 mg in 200 ml ns over 48 hours via sapphire pump affected product code: ap21301 sapphire microbore set with 0.2 micron filter1. Kindly acknowledge no harm was caused as a result of this complaint. No, the patient contained the spill and did not complain of any topical dermatitis from the exposure. The patient received a replacement bag and did not miss any significant amount of the prescribed dose. Please provide the set lot number. If possible, please provide a photo of the paper package, capturing the lot number. 1077.2011.153. When during the infusion was the leak identified? Approximately 24 hours into a 48 hour infusion. The order was compounded and connected on the same day. What was the flow rate when the leakage was detected? 4.1 ml/h. Was the point of the leak in the connection point between the tube and a component (please specify which component)/ connection point between the tube to a sleeve/component itself (please specify which component)/tube itself (please circle the relevant answer). Tubing leaked at the filter site (see pictures). Please provide a photo demonstrating the leakage. If the set is not available, please demonstrate the point of leakage on a different set. Please make an attempt to provide the quantity of leaking sets you have observed. This is the second tubing of this lot number leaking from doxorubicin (prior leak already reported under (B)(4)). Please provide as much details as possible regarding the event: patient reports the tubing leaked at the filter site. What rate was programed? 4.1 ml/h. What were the treatment settings (vtbi, rate, taper up, taper down, bolus rate) doxorubicin 131 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours."

Event description:
The event was reported by a customer from USA: administration set leakage of doxorubicin.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.